Manufacturer narrative:
The customer returned the meter and test strips where they were tested using retention controls: testing results (qc range = 2.5 - 3.9 inr): qc 1: 2.9 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. No information was provided in the complaint that would point to a cause for the result discrepancy. Relevant retention test strips (lot 368872) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested with coaguchek xs professional meter serial number (B)(4) compared to the dade innovin laboratory method. The results from the meter at 3:00 p.m. And 3:05 p.m. Were both > 8.0 inr. A different finger was used for each test. The result from the laboratory at 3:45 p.m. Was 2.1 inr. The laboratory result was believed to be correct. No changes were made to the patient's warfarin dose. No medical treatment was required. The patient's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred. The patient takes vitamin k daily due to fluctuations in diet. The meter and test strips were requested for investigation.